Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window. No audio/beep anomaly or display anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump experienced a prime/fill anomaly. The customer stated that, when he tried to change the reservoir, he pressed act to fill, but nothing happened. He stated that he was unable to exit the "preparing to prime" loop. The customer did not know the blood glucose reading. He was advised to hold the act button down until he received the second series of beeps and/or numbers on the display; he reported that he did not receive the second series of beeps or numbers. He noted that he had already removed and reinserted the battery, but this did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.